Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of an electrical short could not be reproduced. Product passed functional and high speed testing (100-10,000 rpms) for 5 minutes each in forward, reverse and oscillate directions. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. An electrical short did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Date of event should be empty.

Event description:
It was reported that there was domino-effect issue with boxes and hand pieces had a short circuit. It is unknown whether the event happened during surgery and if there was patient involvement. Unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported.